Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, in which two wires and two balloons were used simultaneously, the wire separated during removal. The tip was removed with a snare. Pt status is listed as "okay."